Event description:
It was reported that nurse notes the patient temperature was registering intermittently. They did not believe the probe was the issue. The patient temperature was registering clearly on bedside monitor when probe was attached. Only intermittent issues with reading on the arctic sun device. Advised that the temperature in cable was culprit if the probe was registering on a bedside monitor. Encouraged the nurse to contact clinical engineering to see if another temperature in cable was available. If not, they can pull the temperature in cable off of another device that was not currently in use. Encouraged the nurse to call back if additional assistance was needed and noted that they will alert the sales team so that they can follow up regarding ordering additional cables.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.